Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited diagnostics anomaly; it inappropriately tripped elective replacement indicator. After clearing the alert was cleared, the device was reprogrammed. And normal device function resumed. The patient would continue to be monitored. The patient was fine post programming.